Event description:
A discrepancy in the pump's displayed and actual time, which exceeded five minutes, was reported by a customer. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in updating the pump time and advised monitoring the device, with instructions to follow up if the issue reoccurs. The customer understood and acknowledged the guidance.